Event description:
On (B)(6) 2012, the pt was treated for a thoracic aortic dissection with a conformable gore tag endoprosthesis. During deployment, the endograft jumped proximally one centimeter. The left carotid artery was partially covered. The physician implanted a stent into the carotid artery and blood flow was sustained. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.